Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the tubing of multiple cartridges. Customer experienced a blood glucose level was 564 mg/dl and mild to moderate levels of ketones. Reportedly, customer changed cartridge and infusion set, and delivered a correction bolus to resolve issues.